Manufacturer narrative:
(B)(4) the device is in process of being returned to zimmer biomet. Once the product is received and an investigation is completed, a follow up/ final report will be submitted.

Event description:
Meshgraft was not splitting correctly or putting holes in grafts. This occurred during testing of the device. No known adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). .

Event description:
It was reported that the unit was not splitting correctly or putting holes into grafts. Some areas of the skin meshed, whereas the others did not. The skin was then manually meshed to cover the defect. There was no harm reported and there was a delay of less than 15 minutes. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
(B)(4). Conclusion summary: on july 16, 2018, it was reported that the unit was not splitting correctly or putting holes into grafts. Some areas of the skin were meshed, whereas others did not. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink. Product review of the meshgraft ii on august 3, 2018 revealed that the calibration was out of specifications and the device failed the test cut. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included recalibrating and lubricating the device. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration was out of specifications and the device failed the test cut. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was out of specifications and the device failed the test cut. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.